Manufacturer narrative:
Date of event: exact date unknown, event occurred for a while.

Event description:
It was reported that the patient was experiencing pain and burning sensation around the ipg site. It was also noted that the patient felt the ipg was protruding over the skin.